Event description:
Initial result for a patient creatine kinase was 3904 u/l. When diluted and repeated, the result was 261 u/l. The incorrect result was not used to guide therapy. The field service representative found the sample probe was damaged and repaired the instrument by replacing the probe.